Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip jumped opened while locked requiring an additional clip to stabilize it. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and steered to the valve; successful grasping was achieved. However, while removing the lock line the clip popped open to 60 degrees. Attempts were made to close the clip, however it opened again. The clip was inverted six times, but the clip remained at 60 degrees. Another mitraclip was successfully implanted to stabilize the first clip, reducing mr to trace. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and a definitive cause for the reported mechanical issue (clip open-locked) and difficulty to open or close the clip (clip jumpiness) could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.